Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/1.5mm balloon ruptured at 7 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the mid right coronary artery. The physician used a launcher guide catheter and a .014 athlete guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon of the same type and size to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.